Manufacturer narrative:
On (B)(6) 2016 an ocd field engineer (fe) arrived at the customer site and discussed the issue with customer. Fe sent result image to cts who confirmed that the image is negative. Fe did not make any changes to the provue as no malfunction was identified. Fe ran wad diagnostic successfully. Customer ran qc, results were acceptable. Customer reran patient sample on provue and received dual population which was explained by cts as: the more you test a sample, the more of the transfused cells will be used up at the bottom of the tube. If the sample tube is being tested multiple times then the transfused cells will be removed and all will be left is patient's own cells. The investigation determined that the most likely root cause of this event was sample related due to the recent transfusion.

Event description:
Ocd rep contacting cts to report a false negative result in the anti-d micro well to the mts abd/rev gel card to a patient that has had a previous rh pos typing. Customer reports the patient sample was tested on the provue to on (B)(6) 2016 and a blood group of o neg was issued based on the negative result obtained in the anti-d well. The patient in question received 1 unit of rh negative pack cells on (B)(6) 2016 and another on (B)(6) 2016. Customer states that they have rerun both manually (tubes) and manual gel and they got a 4+ reaction. Customer notes a small haze that they feel the camera should have caught.